Event description:
The rod was connected with the distal femoral block in the bone marrow. Removing the rod it was evident that the rod was broken. The distal fragment had to be removed out of the pt's femoral bone marrow with endoscopic instruments. Surgery prolongation about 45 minutes. No fragments remained in the pt's body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.